Manufacturer narrative:
Findings: unit alarmed a33 during basic occlusion test due to loose / protruded drive support disk. Unit received with cracked case at display window corners and battery tube threads. Unit received with minor scratched display window. Unit received with broken reservoir tube lip. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It is reported that a customer received a button error alarm on their insulin pump. The patient's blood glucose level was 96 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.